Event description:
Medtronic pump is supposed to be able to run n automode. I have made several calls to the help line about the pump not working correctly. When calibrating the new sensors, the pump will get stuck in a "loop" of needing a new calibration and needing a new blood glucose. Eventually, the pump will reject 2 calibrations in a row and the sensor will need to be changed. These sensors are only lasting 6-12 hours instead of the 7 days they are supposed to last. Medtronic has already tried to fix the problem by sending a new transmitter, which did not work. Then they replaced the 2 boxes of sensors I was having issues with. The new box had 1 sensor that worked well, but the next 2 have not worked. I have tried all of the troubleshooting tips that have been given to me and spent several hours on the phone with medtronic support staff. None of which have worked. Yesterday, I spoke with a rep who assured me that I am not the only pt having this same problem. I was told that this problem is happening to many other pts who have received sensors since (B)(6) and that the field reps are trying to bring the widespread problem to the attention of those in research and development. I have had approx 10 sensors not work since the problem.